Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses (tgt3415/8133486, tgt4015/8233018) and a gore® introducer sheath with silicone pinch valve (ts2430/8163774) to repair a dissected thoracic aortic aneurysm. It was reported that significant resistance was noted during advancement of the sheath inserted from left side, and the sheath was able to advance only up to middle of the left external iliac artery (eia). The tgt3415 was advanced outside of the sheath from the left eia and deployed at the intended position, despite of resistance also noted at the left common iliac artery (cia). The tgt4015 was then advanced; however resistance was again noted at the left cia, and the device could not advance any further. The physician elected to change access to the left cia via retroperitoneal access. During advancement of the sheath from the retroperitoneal access, the left cia ruptured. The left cia was immediately clamped, and the sheath was then inserted from the ruptured area with no reported resistance. The tgt4015 was deployed with no reported issues. Post-deployment angiography showed a possible distal type I or type iii endoleak, and the endoleak was repaired by touch-up ballooning. Final angiography showed that the endoleak slightly remained, and the physician elected to monitor the patient. The rupture was then repaired with a surgical graft, and the patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. On (B)(6) 2011, one month follow-up images showed that the rupture was resolved. It is unknown if the slight endoleak identified at the initial procedure still remained at this point. Subsequent follow-up images showed no issues, with the aneurysm shrinkage to 36.3 mm; however on (B)(6) 2011, follow-up imaging revealed the aneurysm measured 43.8 mm. The cause of the aneurysm enlargement is unknown. No endoleak was reported. The physician elected to monitor the patient. On (B)(6) 2012, follow-up imaging showed that the aneurysm measured 44.2 mm. No endoleak was reported. The physician elected to monitor the patient. On (B)(6) 2013, follow-up imaging showed that the aneurysm measured 37.3 mm. No endoleak was reported. The physician elected to monitor the patient. On (B)(6) 2014, follow-up imaging showed that the aneurysm measured 41.5 mm. No endoleak was reported. The physician elected to monitor the patient. No further information is available.